Manufacturer narrative:
The reported complaint of the solex 7 catheter (lot #94413) was difficult to removed due to possible leak was confirmed during function testing. A pinhole leak was observed at middle of the serpentine balloon. The probable cause of the reported complaint issue was due to a latent material defect. No physical damage was observed on the returned solex 7 catheter during visual inspection. Dried blood residue was observed on the serpentine balloon. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing, a pinhole leak was observed at middle of the serpentine balloon. Thus, confirming the reported complaint. During solex 7 catheter manufacturing, 100% of the units are tested for pressure flow to ensure both the absence of pressure discrepancies through the device, and that all tubing locations are free of any leak paths. Only passing units are accepted and moved to the next process. Therefore, it is unlikely that the solex 7 catheter (lot #94413) was not defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 94413.

Event description:
After completion of ivtm therapy, customer reported that the solex 7 catheter (lot #unknown) was difficult to remove from the patient. No loss of normal saline (ns) fluid. Catheter dwell time was 7 days. A zoll representative provided instruction guidelines over the phone with the hospital physician and catheter was successfully removed. Customer stated that the catheter appeared to be intact and the balloon was filled with ns fluid without issue. However, physician felt that the deflation of the balloons seems difficult, suspecting possible balloon breach. No consequences or impact to patient was reported.